Manufacturer narrative:
Background information: quickie q700m owner manual, rev. H (page 11) states: "danger! It is dangerous to transfer on your own. It requires good balance and agility. Be aware that there is a point during every transfer when the seating system seat is not below you." Quickie q700m owner manual, rev h. (Page 11) states: "warning! When transferring to and from the wheelchair, do not use the armrest as a means of support." Discussion: the end user reports that the incident occurred in the same month that he received the wheelchair. The end user did not assert any armrest failure. He said that the accident happened while transferring with one arm. Transferring alone and using the armrests as support are warned against in the quickie q700m owner's manual. The end user states that he did not know that he had broken his tibia and fibula the day of the incident. It is mentioned that he called emergency services, but there is no information on whether x-rays or other diagnostic tests were done. There is also a 4 month time lapse between the accident and when the user received surgery for those injuries (rod inserted in tibia). There is no information on what happened after the accident and what led to the diagnosis of the broken bones and the scheduling of surgery. Four separate attempts via telephone to reach out to the end user was made to follow up, but they have been unsuccessful. Conclusion: while there is no indication of a product malfunction (i.e., the device performed as intended), a serious injury occurred (broken tibia and fibula), so out of an abundance of caution, an MDR is being filed.

Event description:
End user reported that he was transferring out of his wheelchair using one arm when he fell. The patient was unaware of any broken bones during this incident, but almost four months after that fall a rod was placed as treatment for a broken tibia. The end user also stated that his fibula was broken but did not describe any treatment for that break. He presumed that both breaks occurred during the fall. End user stated that there is a follow up appointment scheduled for (B)(6) 2022 for the patient with his doctor.